Event description:
New information notes that at a later follow-up the lead exhibited noise and decreased r-wave amplitudes. The patient was asymptomatic. The lead was explanted and replaced. The patient was in good condition following the procedure.

Event description:
It was reported that when the patient presented for a routine follow up, the right ventricular lead exhibited loss of capture. The lead was scheduled for diagnostic imaging and remained implanted. The patient is not dependent will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.